Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with two ecr45g, l51739 cartridge reloads (b, c) present. The cartridge reloads (b, c) were received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded and removed without any difficulties during testing. In addition, the returned cartridge was loaded into the device without difficulties during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Resent (B)(4) 2014.

Event description:
It was reported that during a lobectomy procedure, when inserting the 4th reload in the jaw, it was very difficult to insert. The users succeeded by applying a lot of strength. The 5th reload was very easy to insert but the reload was loose in the jaw. The users decided to open and use another device. There was no adverse consequence to the patient.